Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation and to correct information provided on the initial report. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the image not displayed was a damaged cable which caused the video communication not to transmit with the processor. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for camera head communication error. Additionally, the device rear packing peeled, and the rear cover label was fading. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer during preparation for use, the 4k autoclavable camera head had a communication error which caused the image not to appear on the screen. There was no harm or user injury reported due to the event.